Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 30-mar-2023. Bd received 20 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label covering needle was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label covering needle with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode missing label covering needle. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with 100 bd vacutainer® urine collection cup the label was missing. The following information was provided by the initial reporter: sticker that covers the needle is missing.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for missing label covering needle was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode missing label covering needle. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 100 bd vacutainer® urine collection cup the label was missing. The following information was provided by the initial reporter: sticker that covers the needle is missing.